Event description:
During index procedure, one endeavor sprint rx drug-eluting stent was implanted in the mid lad. The patient was asymptomatic at 30 day follow up and 6 month follow up. Approximately 8 months post index procedure, stent thrombosis of the mid lad is reported to have occurred. A repeat angiography was performed due to positive history or recurrent angina pectoris presumably related to the target vessel. The investigator reports that the angiogram showed progressive severe stenosis distal to the previously stented segment with at least moderate instent restenosis. Investigator reports that a stent was used to treat thrombosis. Investigator stated that it was not assessable if event was related to study stent. A ptca revascularization was carried out on the same day as the stent thrombosis event. One endeavor rx drug-eluting stent was implanted. Investigator has not indicated if the event was related to the study stent. Patient was asymptomatic at 1 year follow up.

Manufacturer narrative:
(Secondary intervention - stent implanted) - evaluation results: stent thrombosis.